Event description:
It was reported that the pt felt shocking when voltage was increased from 3.6 to 7.0. The amplitude was then decreased to 6.0 and then 5.0v. The pt had been having return of symptoms (nausea) and would like to increase the voltage. Impedance measurements were as follows: c-2=528, c-3=528, 2-3=716.

Manufacturer narrative:
(B)(4).